Event description:
On (B) (6) 2010, patient reported when she compared her primary infusion device to her backup infusion device, it seemed that something was missing. Patient stated her infusion device is not working. Patient reported she got an error message today; patient received an e4 (occlusion) error and an e8 (power interrupt) alert. Patient stated she then went to change everything out, and that is when she noticed something was wrong. Patient reported she is unsure of what piece is missing. She stated the base seems to be missing. Had patient begin the change cartridge process and move the piston rod to 100 units. Patient reported the infusion device did not sound abnormal and she received no error messages. Patient stated she knows her infusion device is not working because her blood glucose readings went up to 297 mg/dl and 299 mg/dl. Patient's normal blood glucose range is 100-200 mg/dl. Patient has switched to backup infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.